Event description:
The svc rep observed electrode posts stuck in the therapy cable during routine preventative maintenance inspection. The rep removed the posts and the facility was informed. The facility infomed the rep that the posts had broken off in the cable previously and that the device operators had been removing the broken posts and continuing to use the device. There was no pt use referred to in the reported event.